Event description:
Information was received indicating that a smiths medical pump had an accuracy issue. There were no reported adverse events.

Manufacturer narrative:
Other text: h3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the pump was visually inspected. The reported accuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. It was recommended that the expulsor be trimmed down to bring the delivery accuracy closer to nominal of a range.